Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a turbo-ject® single lumen over-the-wire power-injectable PICC for an unspecified indication. The date of implant is not known. The customer reported that the device broke at the junction of the catheter and the hub. The circumstances and handling conditions at the time of event are not known. The patient was returned to the operating room for explant of the broken device and replacement with a new device. No further information was provided. The device is available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of device history record, specification, quality control documents, complaint history, instructions for use (IFU) and visual inspections was conducted during on the returned product during the investigation. The complaint device was returned for analysis; a visual examination noted the clear tubing is partially separated from the purple hub. The turbo-ject® single lumen over-the-wire power-injectable PICC is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. A complaint history search for similar complaints revealed this to be the only reported complaint associated with the complaint lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive root cause could not be determined, however; based on the provided information the actual root cause is deemed to be; ¿inconclusive¿. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the health risk assessment no further action is required.